Event description:
It was reported that the customer was hospitalized in the fall of 2010 for diabetic ketoacidosis and a blood glucose level of 480 mg/dl. The customer expressed the following symptoms of her high blood glucose level: vomiting and headaches. The customer stated she was treated with morphine and was in the intensive care unit with an IV. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)